Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced adhesive failure, stating that most of the recently received cannulas were not sticking and were coming off after a few hours. No further information available.